Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The cgm was reading low at around early morning on (B)(6) 2024. The patient was treated with food and then he fainted. There was no bg taken at that time. The wife called an ambulance, and the patient was taken to the hospital. At the hospital they took a bg reading which was 308 mg/dl. There was no treatment provided but the patient was under observation. The patient was discharged the same day, and the bg was stable. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia and fainting.